Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported to a company representative by a surgeon that 2 medpor implants require drainage post operatively. The doctor stated that this may be due to a seroma.